Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin would sometimes not flow out of the tubing. Customer's blood glucose was unknown at the time of incident. Troubleshooting also found that the insulin would drip out of the tubing before the load button was pressed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed the self- test, sleep current measurement test, active current measurement test, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. The insulin pump primed and seated properly when the test reservoir was detected. No prime or fill anomaly was noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay.